Manufacturer narrative:
(B)(4). Similar reports have been received for the reported problem. The root cause investigation is in progress. If additional information become available, a follow up report will be submitted.

Event description:
The customer reported to baxter (B)(4) a vialmate adaptor reported to be leaking between the adaptor and nacl solution bag. There was no patient involvement, medical intervention or injury reported. No additional information is available.

Manufacturer narrative:
(B)(4). Six actual sample were returned to the plant for evaluation. The reported condition of leak was confirmed however a definite root cause could not be determined. Manufacturing processes were reviewed and no abnormalities were found. Therefore, an assignable root cause could not be identified. If additional information or samples become available, a follow up report will be submitted. A batch review was performed on the reported lot and no deviations were noted. This device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us.